Event description:
A minimum fill notification was reported by the caller. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide this information. Initially, the caller was instructed to reload the original cartridge, but this did not resolve the issue. Technical support then guided the caller through the process of filling and loading a new cartridge, which successfully resolved the problem, allowing the customer to resume insulin delivery.